Manufacturer narrative:
Device evaluated by manufacturer; synergy ous mr 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent od (outer diameter) measured within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11sept2019 it was reported that crossing difficulty occured. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending. A 2.50mm x 24mm synergy drug eluting stent was advanced to treat the lesion but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damaged.